Event description:
It was reported that the device displayed an error code with twisting and binding of the cables. The technicians supported the cables during the case. The dr used three probes to complete the case. There were no pt consequences reported.